Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/29/2026. An investigation was conducted on 04/30/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during sixty (60) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device passed the transected tissue test. The device was only able to transect four (04) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was not confirmed. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc. Low current output: 4.0 amps dc +/- 0.05 amps dc. High current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# (B)(6)) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.49 vdc (passed test). Low current output: 3.98 amps dc (passed test). High current output: 5.95 amps dc (passed test). The complaint vasoview hemopro power supply passed all three output tests. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that it was an issue with the t.w. Power supply, they had dissected the vein in the case using the vasoview hemopro 2 and had switched to using the hpii to start sealing and cutting branches and tissue. They inserted the device and attempted to cut the first branch. The power supply did not work--no beeping or burning at all. The connections were tightened but no cables were replaced prior to switching to another power supply. Setting was 3 at all times. A pretest was not performed on the device. The lights were on and the cables were pushed in (thinking that they may be loose). Neither worked to make the device work again. Another power supply was pulled from another room and used to complete the case. No cables were changed when the power supply was switched over. There was a delay in retrieving the additional power supply and setting it up. No patient injury reported.